Manufacturer narrative:
Item b4 (the date of the initial report) was corrected because of a typo.

Manufacturer narrative:
Final release documentation related to osc-3545 lot 2304001 was reviewed. All test results were according to specification. Inspection of the records showed that inion has not received any other feedback related to this lot. Often continuous exudation/other inflammation-type symptoms (similar to this incident) shortly after operation are related to bacterial infections. However, in terms of this customer complaint, the possibility of a foreign body reaction cannot be ruled out because no specific information indicating bacterial infection origin of the symptoms has come to inion's attention (e.g. No information received whether bacterial samples had been taken, antibiotics used, debridement conducted etc). It is a known risk that implantable devices may cause post-operative tissue reactions in some patients even if the material is biocompatible and device sterile. This residual risk is disclosed in the inion freedom system's instructions for use (IFU). Based on inion's post market surveillance data the occurrence rate of these events has been (B)(4) .

Event description:
60 year-old female patient had a humeral condyle fracture, which was initially fixated with one resorbable cannulated inion freedom screw 3.5 x 45 mm (osc-3545, lot 2304001). The screw head was countersunk and no other implants were used in the operation. A plaster external fixation was used for postoperative immobilization. Postoperatively, the patient experienced persistent oozing at the operation site and non-healing of the surgical wound. Due to these symptoms, the inion freedom screw was removed approximately 1 month after initial operation. By the time of the removal, no signs of ossification were observed around the fracture line and re-fixation of the fracture was needed. No information on possible bacterial samples, usage of antibiotics, wound debridement or other medication or procedures performed postoperatively but prior to implant removal have come to inion's attention.